Event description:
The patient reported a loss or change of therapy. She went to the doctor on (B)(6) 2016 and found out her therapy had been turned off. The doctor stated it had been shut off since (B)(6) 2016 and turned it back on. The patient did not know how that happened and she had to turn it on three times; the lightning bolt kept going away. She was assisted with the programmer and may have been pressing the implantable neurostimulator (ins) off button. She also carried her phone in her back pocket. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that they were educated by a doctor on the settings and it had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.